Manufacturer narrative:
(B)(4) additional procedure was required. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that one day after placement, the rutner suprapubic balloon catheter was not draining. The balloon was removed and found to be deflated. The user attempted to reinflate it, but this was unsuccessful due to damage in the balloon. Another device was placed, but there were no further injuries aside from this additional procedure.